Event description:
It was reported that error icon display occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. G3: date received by manufacturer - additional. G6: type of report - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the battery not fully charging after 3 hours on the charger. A receiver boot test was performed and passed. Functional tests were not performed due to system check being displayed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a deflective battery. No injury or medical intervention was reported.